Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; d204drm ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted, however, the physician was unable to disengage the right atrial (ra) lead tip from the right atrium. The distal end of the ra lead was cut and was then capped. No further patient complications have been reported as a result of this event.